Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. X-rays (two) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) has been opened for the broken screw (optima screw at s1). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient rec'd an unknown dynesis implant on (B)(6) 2012 and underwent revision surgery on (B)(6) 2014 due to loosening, pain (l4 dynesys screw) and broken screw (optima screw at s1). Furthermore, the following was reported: "original surgery was dto l5-s1; patient developed pain and underwent x-rays which showed a broken optima screw at s1. It was also reported that the l4 dynesys screw was loose. Revision surgery took place on (B)(6) 2014 and new unspecified implants were put in".